Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient reported stomach pain like they need to have a bowel movement as well as pain from stimulation; they were advised to keep stimulation at a comfortable level. The next day, patient feels they are not completely emptying and said the tape is itchy. They have symptoms for urinary incontinence and they are leaking again; they feel symptoms have worsened. After bending over to feed their cat, the patient thought they pulled out their lead; reassurance was given. They also reported not having a bowel movement in the last 24 hours and said it has been soft and mushy most of the time which gave them cramping and gas. The patient wanted to try the other lead so they were assisted on switching to their right side and setting amplitude to 0.7ma where they felt it comfortably; they said this side feels better. No further patient complications have been reported as a result of this event.